Event description:
I am a type I diabetic and I use the dexcom g7 continuous glucose monitor (a prescription) to monitor my blood sugar. This is composed of the sensor that sits under the skin and the dexcom g7 app on iphone. The app had an update a few weeks ago and it no longer performs correctly. It fails to report any rise in blood sugar and no longer alerts me when a high blood sugar occurs. This has led to my blood sugar going dangerously high multiple times in the last few weeks. Dexcom has released no messaging on this and their "FDA approved" app listed in the apple app store is failing to deliver on its functionality. It has been almost a month and no app updates have been released to fix this issue. This is life threatening for diabetic users of this app.